Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump has unresponsive buttons. The patient's blood glucose at the time of incident is unknown as the customer did not have his pump with him at the time of call. The customer was educated to call before 11pm to have a replacement pump shipped out overnight, and on the importance to have the serial number available since the 24-hour helpline cannot send out a pump without checking if the customer's current pump is within warranty. No products were shipped or returned.